Manufacturer narrative:
Correction is being made to the initial reporter last name and email. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the b30 scope communication error could not be replicated. The cause is likely from the scope and video processor that were connected when the b30 error occurred. Additional details have been requested regarding the reported event. However, the customer refused to provide additional information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint of the b30 scope communication error is not confirmed. Upon inspection and testing with test devices cv-190 video processor and with ltf-s190-5, ltf type vh, gif-h180, gif-h190 and cf-hq190l tests scopes, the video image is functioning normally. B30 scope communication error did not occur during testing. Front panel is damaged, and the user complaint of the front panel where the device is plugged in is cracked is confirmed. In addition, found worn out scope socket slider switch causing intermittent use of high intensity mode and worn top cover. Olympus lamp 100 plus hours with light output below specifications. Lamp needs to be replaced. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure the b30 scope communication error was observed for the device intermittently. In addition, the area on the front panel where the device is plugged in is cracked. There is no reported harm or adverse impact to the patient.